Event description:
The string detached in half- tampon [device breakage]. Case narrative: consumer reported via e-mail that the string detached in half. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.